Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level of 30 mg/dl. The insulin pump did not alert her that she had a low blood glucose. They treated the low blood glucose with a glucagon shot. Their current blood glucose level was 226 mg/dl. Troubleshooting was performed on the insulin pump. The insulin pump's programming was accurate. The reservoir was showing the same amount of insulin as shown on the status screen. The device will not be returned for analysis.